Manufacturer narrative:
Additional information was reported that the crt-d had been programmed to monitor only due to an unrelated surgical procedure in a different hospital. Once the procedure was completed, the physicians forgot to reprogram the device back to monitor and therapy mode. After the alert was issued, the patient was called into the clinic and the device was appropriately programmed. No adverse patient effects were reported. The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued through the latitude system after it was detected that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to monitor only. The physician was notified. No adverse patient effects were reported.

Manufacturer narrative:
This crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
---